Manufacturer narrative:
Initial.

Event description:
It was reported that the ilet pump screen was cracked and became unresponsive, preventing unlocking and meal announcements; the device was restarted via the ilet mobile app, the unlock button appeared, but touch input did not function, and a replacement was arranged, with the patient using long-acting insulin as backup and planning to reconnect the existing dexcom g7 sensor to the replacement pump. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed a touchscreen fracture with a stress-related problem identified affecting the touchscreen component. It was concluded, based on previously established findings for similar reports, that the cause was traced to user.